Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cardioplegia pump would not work on the #1 or #3 setting on the cooler heater unit. The customer changed the setting to #2 and the unit worked properly. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.